Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the device, an observation occurred saying "wireless telemetry no longer available." The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Analysis confirmed the reported no telemetry-c condition and isolated the failure to the radio frequency module by removing the module from the hybrid and evaluating it. Analysis demonstrated that the radio frequency module supplies did not startup properly. The failure mechanism within the radio frequency module was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.